Event description:
Initial surgery was done with versa nail ten for right femoral neck fracture. When the doctor was trying to insert the nail after reaming, the distal part of fractured cortical bone was cracked and alignment devices became misaligned. The doctor stopped insertion and corrected the position of alignment devices. The doctor stopped another insertion because of increased bleeding, and completed the surgery. Another surgery will be performed after the pt's condition is stable. According to the doctor, the pt's bone quality was not good, and also, it was difficult to insert the nail.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The MFR reviewed the device history records, and found no mfg deviations or anomalies. Provided info states the pt has poor bone quality, it was difficult to insert the nail. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.